Event description:
The micro sagittal saw was sent for eval because, it continued to run without activation during a procedure. No adverse event was reported. The procedure was completed with an alternate device with out any delay.

Manufacturer narrative:
The probable cause of the failure was attributed to corrosion damage within the internal components of the device.